Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to a faulty battery tube. Unable to test the low reservoir alarm, operating currents, low battery alarm, and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to a failed battery test alarm. The device had a scratched display window, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a low battery alarm and low reservoir alarm. The blood glucose at the time of the incident was 143 mg/dl. Customer complained that she had a low battery alarm and after troubleshooting and replacing the battery cap, the issued persisted. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.